Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had issue with unable to unsuspend the pump and rewind it. Customer got admitted it was because she accidentally cut her legs when she fell down. No harm requiring medical intervention was reported. The device will be returned for analysis.